Event description:
A malfunction alarm with the code malf 16 was reported, and there were no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. The pump was not resettable, so technical support arranged for a replacement pump. The customer, who had a warranty, was instructed to switch to multiple daily injections (mdi) to maintain insulin delivery and was guided on how to put the pump into storage mode. The customer acknowledged these instructions and agreed to return the faulty pump using a pre-paid label provided by the company within 10 days.